Manufacturer narrative:
Dissection, as listed in the xience v IFU, is a known adverse event associated with coronary stenting, and not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. Additionally, dissection is listed in the risk assessment matrix as a no-fault post-procedure complication. There does not appear to be an indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported that the 2.75 x 28 mm xience v stent caused a dissection while being implanted. Another xience v stent was used to treat the dissection. No additional event or pt information is available.